Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Lot #, operator of device, initial reporter also sent report to FDA, and report source are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the needle was withdrawn [from the patient], the anesthesiologist noticed that a bit of the needle was missing (remained in the patient's back). No patient injury reported.